Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found in normal conditions. Second visual was inspected and it was found the shaft was broken at 14mm from the tip/shaft transition with internal parts exposed, and yellow spots were found. It appears the damage was due to external force. A corrective action has been opened to address and resolve this issue. The device history record (DHR) of the lot# 16101546m was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Deflection, electrical, temperature, and generator tests were performed and system passed all specification. No error found catheter is working properly. Eeprom was checked and catheter passed specification. Carto test and coil disconnection test was performed and catheter failed specification. Error 105 displayed. Catheter was dissected and found pcb was corroded. Complaint was confirmed.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the wire in the catheter was broken. The case was completed by changing the catheter without any patient consequence. Multiple attempts were done to request for further details of which part of the catheter was the damage and was there any exposure of wires due the damage. However no additional information has been provided. Since there was unknown the location and condition of damage, this initial complaint is not indicative of a reportable event. Upon receiving the product in biosense webster lab on february 18th 2015, it was noticed that it was found the shaft was broken at 14mm from the tip/shaft transition with internal parts exposed, making this event reportable.

Manufacturer narrative:
The initial complaint was not confirmed, since the catheter passed all specification related to initial complaint. Manufacturer ref # (B)(4).